Event description:
It was reported there was a fading sensation. Patient was implanted one week prior and when they moved their head forward the stimulation sensation decreased to the point of when they totally drop their head the stimulation sensation disappears. It was also noted the patient had the same problem during the trial approximately two months prior. Patient had an appointment scheduled with their health care provider the following week. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).